Event description:
The customer reported that during a gastrectomy, oozing was noted after the tissue had been sealed. The generator in use provided an end tone, indicating a complete seal cycle. The pt was described as being obese. The amount of oozing was not made available from the surgeon. Another instrument was opened and used to successfully complete the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.